Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer's trainer had incorrectly changed the pump's correction factor to 1:80mg/dl from 1:8mg/dl and turned off carbohydrates in the bolus settings. The customer consumed juice to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider before adjusting the correction factor and assisted the customer in turning on carbohydrates in the bolus settings, and insulin therapy resumed.